Event description:
During laparoscopic gyn procedure. One of the bipolar instruments was sparking and smoking. It was immediately removed from the field. Sheath-part #38610md, handle-part #38151, insert-part #38600.